Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. The patient had swallowed their crown. A new crown was made and cemented on (B)(6) 2014 using a different product, without further incident. To date, the patient is doing fine. The product was not returned; therefore, an 'adhesive strength' test of the retain sample was performed, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor alleged that a patient had experienced the loss of a restoration after placement with the nx3 and optibond xtr products.